Event description:
It was reported during the implant procedure that the lead dislodged after being successfully placed. Additionally, phrenic nerve stimulation was observed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed the outer insulation was pulled apart and the distal conductor was distorted.